Event description:
Six devices (part#cev649-5b) was returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 6: cev649-5b, (lot# 120517) - mfg date: 05/2012. Device 3 of 6: cev1019-5b, (lot#120405) - mfg date: 04/2012. Device 4 of 6: cev1019-5b, (lot#120405) - mfg date: 04/2012. Device 5 of 6: cev625-1, (lot#201205mf1) - mfg date: 05/2012. Device 6 of 6: cev611-1, (lot#201206mf1) - mfg date: 06/2012. The two cev649-5b were evaluated and indicated that the sheath and the threading were damaged. The tubes are bent and present blood residue. The attempt to disassemble w/o pushing on the ratchet damaged the threading and the tube. The sheath was very likely damaged after collisions. The two cev1019-5b-lot#120405 were evaluated and indicated that the handles mounted with inserts and tubes were jammed. Very likely an attempt to disassemble w/o pushing on the ratchet. The tubes, threadings, ratchets and inserts were damaged. Cev625-1-lot#201205mf1 and cev611-1-lot#201206mf1 were evaluated and indicated that the inserts were bent and presented blood or tissue residue. The attempt to disassemble w/o pushing on the ratchet damaged the insert. Mxi reminded the customer that the instruments must be disassembled for cleaning and sterilization. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).